Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an error was received during the load sequence. Customer's blood glucose level was 375 mg/dl. Tandem technical support guided the customer through successfully loading a new cartridge onto the pump.